Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended reprogramming options. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.